Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a implant procedure. It was reported that the hcp tried advancing the stylet with the lead inside the epidural space and once the lead was removed from the epidural space the hcp was unable to do so completely. The hcp was unable to steer the lead and then was unable to advance the stylet once he switched to the straight one. No symptoms or further complications were reported.

Manufacturer narrative:
Analysis of the lead (B)(4). Found that the lead body stylet coil was perforated by the stylet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.